Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had received recurring power error detected alarm. The customer¿s blood glucose level was 159 mg/dl. Troubleshooting was performed for power error detected alarm and noticed the power error detected recurred within a week of troubleshooting previous occurrence. Advised the pump will need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed the sleep current measurement, active current measurement, and displacement test. Battery power pump error due to a connector resistance issue.